Manufacturer narrative:
The device was returned and evaluated. The armrests were not broken. The nature of alleged complaint is unknown.

Event description:
Alleges the armrest gave/broke away injuring consumer. Consumer was leaning on armrest when it gave way and customer fell out of the chair.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the armrest gave/broke away injuring consumer. Consumer was leaning on armrest when it gave way and customer fell out of the chair.